Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during an unknown procedure, the tip of the device was cracked. Another device was used to complete the case. There were no adverse consequences to the patient.